Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the lights on the charger light doesn't change once the batteries are charged.